Manufacturer narrative:
See manufacturer¿s report # 3004209178-2021-18221 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient's stimulators only lasted 5 years and they were replaced, they may have had symptom return but did not remember. Patient mentioned, they noticed their spasm symptoms would be helped when patient changed the position of their pelvis, especially when they would squat down and bend their knees to make the connection better and patient would do this when they had a spasm and it would help their spasm . Patient reviewed they normally never felt stim but could feel it when they turned stim up.